Event description:
(B)(4). 1st off I wasn't told it was nonreversible I have heavy bleeding for weeks ..lower back and abdomen pain..horrible headaches. Depression cause I hear so much about this product, wanting it out but knowing I can't get that...weight loss and clots with menstrual.